Event description:
It was reported that during routine follow-up of an asymptomatic patient, high impedance was observed on the left ventricular lead. The pacing configuration was changed and the lead exhibited normal electrical characteristics. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.